Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was having issues with the insulin pump delivering insulin. Customer states that the insulin pump may be over delivering the insulin. Customer's blood glucose level at the time 230 mg/dl. Troubleshooting occurred. No additional information was provided.